Event description:
Caller reported a malfunction occurred when pump was taken into water. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in performing this reset; however, the pump did not turn back on.